Event description:
The patient was revised on (B)(6) 2021, approximately 07 months after the primary surgery on (B)(6) 2021 due to dissociation of the humeral cup from the stem taper. The humeral cup (36/3) was explanted and a new humeral cup (36/3) was implanted.

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00075.